Event description:
A terminally ill pt was started on 1mg/ml infusion of diluadid at 1600hrs. At 2200hrs the infusion was stopped. Pt became arousable at 0345hr and the dilaudid infusion was restarted with a new pump and bag. When s/n was examined at biomed a piece of tubing was discovered in the pumping channel.